Event description:
It was reported that insulin pump is under delivering insulin. Customer's blood glucose reading is 169 mg/dl. The blood glucose readings are not within the target range. The issue has been happening for three weeks. Displacement test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.